Manufacturer narrative:
The additional prostyle device referenced is filed under a separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle device after a left popliteal artery repair interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first device attempted. An attempt was made with another prostyle device; however, when the foot of the device was deployed in the vessel "it did not feel right". The lever was closed to retract the foot; however, it was unknown if it had retracted completely. When attempting to remove the device, the device became stuck. The physician manipulated and twisted the device in attempt to remove it; however, the device broke at the junction of the distal to proximal guide (unknown if in two pieces). The physician performed a "nick and spread" and cut down to the vessel and was able to remove the device. A hematoma presented. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, the physician did not twist the second device to remove it. He believes the guide broke due to the angle of the device being deployed; however, the device was removed against resistance.